Event description:
Staple jamming.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
Staple jamming.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was sent to the tecate manufacturing site for additional evaluation. It could not be determined what caused the staples to misalign. (B)(4) was opened by the manufacturing site to address this issue. The returned sample was manufactured prior to the containment actions and corrections established to address this issue in (B)(4). Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) staplers were taken from the current production from p/n (B)(6) visistat 35w (B)(4)/box lot# 73h2200852 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Staple jamming.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 39 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. Manual realignment of the staples was attempted; however, the staples still would not fire successfully. It could not be determined what caused the staples to misalign. Per DHR the product visistat 35r 6/box lot # 73a2200582 was manufactured on 01/18/2022 a total of (B)(4) pieces. Lot was released on 01/31/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in". The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. The sample was disassembled, and no defects or anomalies were observed. It could not be determined what caused the staples to misalign. The returned sample was manufactured prior to the containment actions and corrections implemented by the manufacturing site to address this issue in nc 100003562, which was closed on february 28, 2022. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Staple jamming.